Manufacturer narrative:
Analysis and conclusion: the lot history records for this batch demonstrate that the device was manufactured to specifications and that all in process and product release test characteristics were within defined specifications. The sem analysis of the fracture surface of the returned wire shows that there is evidence of tension applied to the device and that this tension may have been the primary cause of the break. The micro void coalescence which is evident on the fracture surfaces of both the proximal and distal break points is typical of a material that has been stretched beyond its tensile limits. Furthermore a curve is evident on the returned device close to the fracture surface. This curve is unusual in that it is not present on the device as manufactured and may be indicative of an event whereby the device has been snagged and prolapsed. Repeated manipulation of a trapped wire will lead to tensile failure of the device and there are sufficient warnings against this contained within the directions for use of the device to warn against (ref dfu-0036). The complaint dialogue also suggests difficulties in manipulating into the middle cardiac vein. This difficulty may have caused the device to prolapse such that the material was stressed beyond its specification limits. Therefore, the results of this eval conclude that: the device was manufactured to specification. The core wire material deteriorated in a manner that would be expected if the wire was subjected to excessive tensile forces.

Event description:
It was reported that while using a model 41011 inner catheter (lot number j4-01169) and model ds2g002 courier guidewire (lot number 90012115), the guidewire tip broke off. The physician had been manipulating the system trying to get into the middle cardiac vein for about 15 minutes when the tip broke off. The tip of the wire currently remains in the pt.